Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported all of the buttons on her infusion device aren't working. Pt stated she noticed the issue on (B)(6) 2012. Pt reported she attempted to change the battery but the issue persisted. Pt stated the infusion device did not display any alarm codes. Pt is currently using her backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.